Manufacturer narrative:
Investigation results: the claim is classified as unconfirmed since the customer does not provide physical samples or photographs to carry out the corresponding analysis. However, according to the trend analysis, the previously reported defect already has an action plan for defect mitigation.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported that the bd ndl filter blunt fill 18x1-1/2 nrfit ssu had a syringe needle connectivity issue. The following information was provided by the initial reporter: nrfit connector separated from the needle.